Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the saw blades dissolved. They were tightened independently. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The results of the manufacturing evaluation are as follows: the examinations and functional tests performed showed no discrepancies. No product fault could be detected.